Event description:
It was reported that visible air in the sheath occurred. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The faradrive sheath was prepared with no visible damage. After removing the dilator, and exchanging for a radio frequency catheter, the physician noticed air entering in the faradrive sheath. The physician aspirated the air while making the exchanges, so no air actually entered the body. The tech said they believed the valve in the back of the sheath (where wire and dilators are inserted) didn't fully close. The sheath was replaced and a new sheath was used to complete the procedure. No patient complications were reported. The device is not expected to be returned for analysis as it was disposed. It was further reported that the air bubbles were observed in the sheath and stop cock. Bubbles were aspirated before entering the patient. There was no visible damage to the valve noted.

Manufacturer narrative:
B5: describe event or problem- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. B5: describe event or problem- updated.

Event description:
It was reported that visible air in the sheath occurred. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The faradrive sheath was prepared with no visible damage. After removing the dilator, and exchanging for a radio frequency catheter, the physician noticed air entering in the faradrive sheath. The physician aspirated the air while making the exchanges, so no air actually entered the body. The tech said they believed the valve in the back of the sheath (where wire and dilators are inserted) didn't fully close. The sheath was replaced and a new sheath was used to complete the procedure. No patient complications were reported. The device is not expected to be returned for analysis as it was disposed. It was further reported that the air bubbles were observed in the sheath and stop cock. Bubbles were aspirated before entering the patient. There was no visible damage to the valve noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air in the sheath occurred. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The faradrive sheath was prepared with no visible damage. After removing the dilator, and exchanging for a radio frequency catheter, the physician noticed air entering in the faradrive sheath. The physician aspirated the air while making the exchanges, so no air actually entered the body. The tech said they believed the valve in the back of the sheath (where wire and dilators are inserted) didn't fully close. The sheath was replaced and a new sheath was used to complete the procedure. No patient complications were reported. The device is not expected to be returned for analysis as it was disposed.